Manufacturer narrative:
There are no allegations of any system or component failure. Review of records found one prior incident on file for this patient stating that the patient required replacement of external components. Per the incident record, the patient had discarded the external components in (B)(6) 2024, presumably related to the memory and cognition decline noted by the physician and caregiver. Explant of the nalu system was directly related to the patient's decline in mental status and not related to the nalu system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2023 to treat lower back pain. After implanting the system, the patient displayed a decline in cognitive faculties and the caregiver reported that the patient was no longer able to operate the nalu system. On 12/14/2024 a nalu representative was notified that an explant had taken place on (B)(6) 2024.